Event description:
It was reported that the catheter was being placed into the pt's internal jugular in the intensive care unit. During placement, they experienced difficulty when removing the spring wire guide (swg). The swg was eventually removed intact. There was a delay with no harm to the pt, no pt death and no pt complications were reported. The pt outcome was fine. Add'l info received on (B)(4) 2011 stated, the swg unraveled, but was removed intact.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.